Event description:
The dealer states that the customer alleges they smelled a burning smell and the chair would no longer work. The error code was a e003. The patient was sitting in the chair being used 1-12 months, no additional information.